Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that there were problems with the er320 jaws and clips. It was reported that the ligaclips were locking and breaking the jaws. None of the pieces fell into the pt. There was no consequence to the pt.